Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic procedure, the device's distal tip of the trocar (cannula) broke off and fell into patient's cavity. The distal tip or cannula was retrieved. Another device was used to complete the procedure. No patient injury has been noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, as per the additional information received, the surgeon just did a very long visual sweep of the abdominal cavity.